Event description:
Rheumatiod arthritis patient had 4 column treatments using peripheral sticks. The patient then had a subclavian "udahl" catheter placed and received 5th treatment in 2001. Upon return 4 days later for 6th treatment, left arm was swollen. Treatment was cancelled and patient sent home. By the next day swelling was worse, arm tender and patient febrile. The patient was admitted to hospital and diagnosed with venous thrombosis.